Event description:
A fractionated stereotactic radiotherapy treatment with a multileaf-collimator (mlc) was planned for a patient with the brainlab iplan rt dose radiotherapy treatment planning software. The plan was transferred to a non-brainlab record and verify system for treatment delivery. The treatment plan inside the record and verify system did not contain the planned mlc data. According to the hospital, 8 out of the 37 planned radiation fractions have been delivered to the patient with the mlc opened instead of shaping the radiation beam as planned. The primary collimators inside the linear accelerator at the planned positions restricted the beam size. No adverse or negative clinical effect to the patient is expected.

Manufacturer narrative:
According to the hospital, 8 out of the 37 planned radiation fractions have been delivered to the patient with the mlc opened instead of shaping the radiation beam as planned. The primary collimators inside the linear accelerator at the planned positions restricted the beam size. The hospital has reviewed/simulated the dose distribution delivered and does not expect any adverse or negative clinical effect to the patient. The originally intended treatment plan was/is used to continue treatment of this patient. According brainlab measures to reduce the risk to be as low as reasonably practicable are already in place for this already anticipated potential risk. "Human error" contributed to the event in regard to the brainlab device involved. Brainlab is in continued contact with the responsible manufacturer of the record and verify system for further investigation of this issue. Corrective and preventive actions: brainlab intends to remind this hospital of the relevant warnings in the instructions for use.